Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision surgery. The patient was referred from their gp back to the orthopaedic team due to 18 months of worsening symptoms. The patient was only able to walk short distances and was experiencing night pain. On examination by an orthopaedic surgeon medial and lateral joint laxity was observed. On x-ray there was gross loosening of the tibial component of the right cr triathlon total knee replacement. The patients activity level is mild e.g. Walking.